Event description:
The user facility reported to terumo cardiovascular that the lens has a yellowish tint. It is still unknown when the event occurred, if it resulted in a delay in the procedure, if the product was changed out, if the surgery was completed successfully, or if it caused or contributed to an injury to the patient or if there was a blood loss. Terumo continues an attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 6, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3331, 3224, 19). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. The affected sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issues and the most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.